Manufacturer narrative:
Date of report: 29jun2021. There was no patient involvement.

Event description:
It was reported that the ventilator had an analog to digital converter (adc) board failure. Additional information about the event has been requested. There was no patient involvement.